Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. Programming changes were made and there were no patient consequences.

Event description:
New information noted that the right ventricular lead was explanted and the patient condition was unknown.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found external insulation abrasion at 9.7cm to 10.0cm from the connector pin, breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was isolated to external abrasion consistent with friction to the device can. Further information was requested but not received.